Event description:
It was reported that the pacemaker exhibited overestimation. No intervention was performed. Further information was requested however, was not provided.

Event description:
New information noted that no intervention was performed and the there were no patient consequences.